Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 495 mg/dl throughout the day. The customer was uncertain of the suspected cause. The customer delivered a bolus via the pump. The customer declined to troubleshoot with tandem technical support. Additionally, it was reported that the customer had received an incomplete temp rate (temporary basal rate) alert. The customer did not recall navigating to the temp rate screen and was uncertain as to if this alert contributed to their elevated bg levels. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.